Event description:
It is reported that the peg broke on liner impactor upon impaction.

Manufacturer narrative:
Evaluation: as described in the complaint, the peg broke upon impaction. This failure have been characterized as material issue. A change to the material specification of this device was made in 2008 in order to reduce the occurrence of this type of failure which is less notch-sensitive, to remedy the problem. The device had a potential field age of approx 33 months at the time of failure. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.